Event description:
It was reported that during a coronary stenting treatment procedure, the stent dislodged from the delivery system. The patient presented with chest pain. A 55% stenosed, eccentric, de novo lesion was identified in the moderately tortuous, 40% calcified mid right coronary artery (rca). The lesion was 26mm in length and the vessel diameter was 3.5mm. Using a femoral approach, the lesion was pre-dilated with a quantum maverick 3.5x20mm balloon. Residual stenosis immediately after pre-dilatation was approximately 40%. Next, the physician attempted to advance a liberte 3.50x28mm bare metal stent to the lesion site, but it was not possible to cross the lesion. The stent delivery system was withdrawn and seemed to get caught in the guide catheter. When the stent delivery system was outside the patent, it was found the stent had dislodged from the delivery balloon. The dislodged stent was found outside the patient. It is noted that during preparation, the stent did move on the balloon. The procedure was completed with another of the same device and no patient complications were reported. The patent status was reported as "stable following the procedure".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).